Event description:
It was reported that a pump was alarming for a system error 322. There was no pt injury.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and is currently undergoing evaluation. When the investigation is complete, a supplemental report will be submitted.